Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported multiple issue in that evaluation found system error 105, which was observed at power up caused by a dislodged component on the I/o printed circuit board (pcb). The failed I/o pcb and its associated components were replaced.

Event description:
It was reported that a spectrum pump had multiple unspecified issues. It was also reported there was no patient injury.